Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the lab investigation observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, flip lid assembly, humidifier bottom enclosure, flip lid seal, lifting tray, heater plate, dry box seal, dry box, humidifier rear panel. A hairlike substance was observed on the humidifier rear panel, flip lid assembly, inside the bottom enclosure. Liquid ingress was observed on the blower and p4 power connector. The manufacturer concludes the device has contamination. There was no evidence of sound abatement foam degradation.